Event description:
During a follow-up, the physician decided to change the size of the pocket in order to extend it as it was too small for the device. After the procedure, there was an episode of inappropriate shock for ventricular oversensing. A small change in the position of the lead was observed. The r-waves and the thresholds were unstable. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.